Manufacturer narrative:
(B)(4). Batch #: p94d13. Additional information was requested and the following was obtained: can you please explain how the device was defective? Did the generator display any error messages and if so, what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue? If yes, please specified. No additional info available. No patient consequence reported. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. It was evaluated with a test instrument and a ¿no uses remaining- replace handpiece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the handpiece has already been used 100 times. The ¿replace hand piece¿ alert screen advises that the handpiece has failed to perform the internal diagnostic routines and the generator will not be able to operate the handpiece reliably. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The handpiece is a re-useable instrument with a limited service life. The device is programmed with a counter to limit the service life to 100 procedures. The ¿no uses remaining- replace handpiece¿ alert screen advises that the handpiece has reached the end of its life. This is not related to a functional failure. Although no conclusion could be reached on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch p94d13, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure there was a defective device. No additional info available. No patient consequence reported